Event description:
The pencil remained on. Burn occurred. Burn was debrided, excised and sutured. The burn was medial aspect of the calf posterior 23 inches down on the knee. The procedure was a total knee joint replacement. This was a three hour procedure.